Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and detected a crack on the minicap. The device was measured with a calliper and pin gauge and the device passed specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed with no issues noted. The reported condition was verified; however the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned sample, it was found that a minicap was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.